Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant main surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 3005099803-2022-06402 for the associated device information. It was reported to boston scientific corporation that an advantage fit system was used during an advantage fit sub-urethral sling and laparoscopic tubal ligation with falope rings procedure performed on (B)(6) 2009 for the treatment of mixed urinary incontinence. On (B)(6) 2017, the patient had a lynx system implanted during a sub-urethral sling revision and cystoscopy procedures for failed sub-urethral sling, urethral hypermobility, and stress urinary incontinence. During the procedure, after the midline midureteral incision was made, moderate fibrosis was noted. The patient had a successful repeat placement of sub-urethral sling. As reported by the patient's attorney, the patient experienced an unspecified injury after her lynx implant.